Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed a number of printed circuit board assembly related functional tests; a printed circuit board assembly was found out of electrical specification. Analysis also found a broken tab on the power cord bay door and the programmer system fan was noisy. (B)(4).